Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at time of incident. The customer did not mention any symptoms. Customer treated high blood glucose with the insulin pump. Customer declined troubleshooting. It was not mentioned whether the auto mode was active at the time of the incident or not. Follow up has been requested. The product will not be returned for analysis.